Event description:
Product quantity; product issue; lot #; product cat number; 9. Damaged redressing area (duplicate lot = 9 sp) 4135045 326675 20, damaged redressing area (duplicate lot = 13 sp, no lot = 1 sp and dented = 6 sp) 4107052 326675.

Manufacturer narrative:
Correction to: e1 (country type), h6 (component code, type of investigation, investigation findings, and investigation conclusions). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformance's were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.